Event description:
It was reported that the customer's pump had an alarm during bolus. The customer was treated with a pen and later was taken to the hosp. The customer was hospitalized for high bgs. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited.